Manufacturer narrative:
Problem with the device as stated is very improbable. The plastic sheath is used to aid the insertion of the catheter into the cervix. The plastic sheath is by design loose on the catheter shaft during insertion into the cervix. The plastic sheath inside diameter is 4mm while the catheter shaft is no more than 2mm in outer diameter. The user most likely forgot to remove the sheath at the end of the procedure.

Event description:
The user facility reported that the "plastic sheath remained in cervix after removal of catheter following procedure." Medwatch report mw5042080.

Manufacturer narrative:
Problem with the device as stated is very improbable. The plastic sheath is used to aid the insertion of the catheter into the cervix. The plastic sheath is by design loose on the catheter shaft during insertion into the cervix. The plastic sheath inside diameter is 4mm while the catheter shaft is no more than 2mm in outer diameter. The user most likely forgot to remove the sheath at the end of the procedure.

Event description:
The user facility reported that the "plastic sheath remained in cervix after removal of catheter following procedure." Medwatch report mw5042080.